Manufacturer narrative:
Additional information: section a-6 patient race: unknown/asked information was not provided. Section h-3 device evaluated by manufacturer: the device was not returned for evaluation as it was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The pre-loaded diu150 model intraocular lens (iol) was reported to have been implanted in the patient's eye. The iol was explanted and replaced with a dib00 23.0 diopter iol that was implanted in the patient¿s ocular dexter (right eye). Patient visual acuity post-lens exchange was reported as 20/40. The suspect iol is not available for return as it was discarded. No further information is available.

Manufacturer narrative:
Additional information/corrected data: although, it was initially indicated that the lens was discarded and is not available for return; however, additional information received indicated that the lens is available for return. In review, it was also noticed that an incorrect implant date of ((B)(6) 2024) for "d6a" was inadvertently entered in section "h11" of the initial MDR report; therefore, the following field were updated accordingly: section d6a: if implanted; give date: (B)(6) 2024. The following code is no longer applicable to this event: section h6: type of investigation: 4115 - device discarded. Additional information: section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: apr 3, 2025. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection of the complaint device reveal that the lens was cut into three pieces and stuck to a piece of medical tape. The lens was removed from the tape and observed to be coated in viscoelastic residue and tape residue. The lens was cleaned and inspected and no further issues were identified. Conclusion: based on the investigation, no malfunction or product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.